Event description:
The implanting physician reported that the cardioseal septal occluder after having been implanted in the fenestration of a goretex tunnel used in a fontan procedure obstructed the atrial septal defect which limited right ventricular filling. The physician believes that the obstruction was the result of either of the following mechanisms. 1. The distal portion of the occluder was opposite the asd and due to its direct proximity created the obstruction of the asd. 2. When deployed the superior leg of the distal portion of the occluder caught the superior portion of the septal wall causing the goretex repair to be pulled into a position which caused the ptfe material to obstruct the asd.